Event description:
The reporter stated that the surgeon was inserting a 26.5 diopter three piece silicone lens and the lens came out of the injector too quickly and a haptic caught the capsule and tore it, no damage to the lens. The surgeon cut the lens to remove it and another same model lens was inserted. No incision enlargement or vitrectomy required. A suture was used to close incision which is the doctor's normal practice. The reporter stated that the surgeon thought the lens exited too quickly due to the injector.

Manufacturer narrative:
The product pertaining to this complaint was not returned, however, the lens was received and a visual inspection shows lens is torn in half. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found to be acceptable. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the cartridge was not returned for evaluation.